Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged neuropathy, hair loss, scarring from surgery, nerve damage, and fatigue. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. Pil confirmed the operation of the heater plate. This investigation was performed as outlined in (B)(4) (v01). During the investigation using pil a known good power supply and power cord and was able to confirm the device powers on and provided airflow. During review of the error logs. The error log showed 0 errors logged. Care orchestrator data was not available for download. During the investigation pil observed an unknown greyish contamination on the interior side of the ui panel/top enclosure. Dust-like contamination was observed on the right-side panel, in the air inlet, on the interior side of the top enclosure, on the pca, on the blower cap, on and in the blower motor, on the sound abatement foam, and walls of the bottom enclosure. A whitish dust-like contamination consistent with mineral deposits was observed in the iso port, on the blower housing in between the iso port and blower motor bellow, on the bottom of and in the blower motor, and in the base of the blower housing. Evidence of sound abatement foam degradation/breakdown was not observed. Pil observed dust-like contamination on the left side panel. Dried liquid spots were observed on top of the water tank, in the bottom enclosure, and on the heater plate. A whitish dust-like contamination consistent with mineral deposits were observed inside the water tank, on the flip lid seal, in the bottom enclosure, inside the dry box, on the dry box seals, and in the lower base. Potential hair-like particles were observed in the bottom enclosure, on the dry box, and in the lower base. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was not observed in this device. There was no error code found. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging neuropathy in hands/feet, hair loss, scarring from surgery to inflate lung, nerve damage, and fatigue. There was no report of serious patient harm or injury. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.